Event description:
Pt adm with abd pain. The pt underwent a lap chole with ioc on (B)(6) 2013. The surgeon reported that when he fired the lap clip applier gun it failed, so he got another one and it worked for the first 2 clips and failed on the following 4 clips. We have the original gun and clips that failed. This lot number is the first gun.